Event description:
Customer family member reported receiving inaccurate high readings. Customer received readings of 105, 237, 285, 239 and 382 mg/dl all within 10 minutes. The results, when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Testing was conducted on the fingers.